Manufacturer narrative:
(B)(4). Correction: lot number changed from 20615j1 to 20515j1. Evaluation summary: the device was returned for evaluation. The reported event of a cuff miss was not confirmed. The inspection indicated the link was detached at the swage end of the posterior cuff during the needle plunger retraction, which subsequently resulted in a failure to retrieve the suture and could appear similar to the reported cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, a cuff miss occurred. The vessel was re-wired and the proglide device was removed. A second proglide device was used and hemostasis was achieved; however, the suture trimmer would not cut the suture. Surgical scissors were used successfully to cut the suture. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.